Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) spinal pain. It was reported that the rep was getting a 'settings not available/oor' message with the patient controller and tablet. It was noted that the patient is on ld settings with 2 programs: 12 ma, 500 pw, 85 rate (with 8 active electrodes) and 8.8 ma, 490 pw, 85 rate (with 9 active electrodes). The rep stated that all electrode impedances were over 10 ,000 ohms with reference 0. The rep changed the reference electrode to reference 4 which showed all pairs below 1000 ohms. The rep was advised to remove contact 0 from programming and to check the other reference electrodes and only use electrodes that are around 1000 ohms. The rep removed contact 0 from programming and reported that tablet was no longer showing oor. The issue was resolved with the oor on the tablet, but it was not confirmed whether the controller 'settings not available' message had resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the 'settings not available' message resolved after the rep reprogrammed around the high impedance electrodes. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.